Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results have not been reported as the lab suspects interference since the elevated results do not match the patient¿s physical state and EKG results. The patient was drawn again with similar results. The patient was tested by other methods with lower results. The patient was also elevated on the vidas method. The following data was provided: initial results processed on (B)(6) 2023 alinity result = 228.5 ng/l. Another sample drawn and processed on (B)(6) 2023 alinity result = 138.9 ng/l. Processed on cobas elecsys eclia on (B)(6) 2023 = 0.18 ng/ml diagnostic cutoff = 0.30 ng/ml. Another sample drawn on (B)(6) 2023 alinity results = 122.2 ng/l, 116.9 ng/l, 122.9 ng/l, 121.5 ng/l, 127.8 ng/l. Same sample customer ran in automatic dilution 1:10 = 81.8 ng/l, in manual dilution 1:20 = 60 ng/l, in manual dilutions 1:30 = 69 ng/l, 1:40 = 64 ng/l and 1:50 = 65ng/l. Vidas result = 63 ng/l diagnostic cutoff = <25. Immulite result = 0.2 diagnostic cutoff = <0.3. Roche result = 0.007 diagnostic cutoff = <0.1. Customer supplied diagnostic cutoff for alinity = 34.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, field data and device history records. Returns were not available. The review of the historical performance of reagent lot 52304ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 52304ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 52304ud00 was identified. The following sections have been corrected to reflect the current contact (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results have not been reported as the lab suspects interference since the elevated results do not match the patient¿s physical state and EKG results. The patient was drawn again with similar results. The patient was tested by other methods with lower results. The patient was also elevated on the vidas method. The following data was provided: initial results processed on (B)(6) 2023 alinity result = 228.5 ng/l another sample drawn and processed on (B)(6) 2023 alinity result = 138.9 ng/l processed on cobas elecsys eclia on (B)(6) 2023 = 0.18 ng/ml diagnostic cutoff = 0.30 ng/ml another sample drawn on (B)(6) 2023 alinity results = 122.2 ng/l, 116.9 ng/l, 122.9 ng/l, 121.5 ng/l, 127.8 ng/l. Same sample customer ran in automatic dilution 1:10 = 81.8 ng/l, in manual dilution 1:20 = 60 ng/l, in manual dilutions 1:30 = 69 ng/l, 1:40 = 64 ng/l and 1:50 = 65ng/l. Vidas result = 63 ng/l diagnostic cutoff = <25. Immulite result = 0.2 diagnostic cutoff = <0.3. Roche result = 0.007 diagnostic cutoff = <0.1. Customer supplied diagnostic cutoff for alinity = 34.2 ng/l no impact to patient management was reported.